Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent a battery replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded at the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two years ago from date manufacturer was made aware.